Manufacturer narrative:
Getinge became informed of an issue with a steam sterilizer 533hcmc device with serial number (B)(6). As it was stated by the customer, in the middle of the cycle the steam started to burst out and filled the room. The getinge technician arrived on place and found the door seal to be defective. He replaced door gasket and performed door alignment. He also found the door hardware issue, which was solved by replacement. Technician ran verification tests and unit was working properly, so it was returned to the customers¿ usage. There was no injury reported however, we decided to report the issue based on the potential as any unexpected steam leak for parts available for the user might be a source of injury. When reviewing reportable events for this type of issues we were able to establish that the received incident is not part of an upward trend in occurrences and review shows only a very low ratio of events per device. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specification due to door gasket damage and it contributed to event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Based on performed root cause analysis we conclude that the cause of the steam started to burst out was the door gasket damage. As for what caused the damage, it appears the most likely cause may be premature component failure or incorrect maintenance if 6 months period for replacement was exceeded. According to technical manual 61301606091 rev c us the door gasket must be inspected for wear and damage quarterly and it is recommended to replace it every six months. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Ther issue is being investigated by the manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturer site.

Manufacturer narrative:
Ther issue is being investigated by the manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of steam sterilizers ¿ 533hcmc. As it was stated by the customer, in the middle of the cycle the steam started to burst out and filled the room. There was no injury reported however we decided to report the issue based on the potential as any unexpected steam leak for parts available for the user might be a source of injury.